Event description:
It was reported that the customer had a no delivery alarm during manual prime on insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to assemble new infusion set with current reservoir. The customer was advised the possible issue of infusion set. The customer change set and re prime. The problem was resolved. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).